Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The technical support instructed the customer to try several troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. The customer was advised to connect their cgm to the replacement pump and program their settings into it. They were also instructed to return the faulty pump to tandem using the provided return box and pre-paid label to avoid being billed. The customer was informed that a replacement pump was sent, and they acknowledged understanding of all instructions given. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.